Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of 55 mg/dl. The customer stated the suspected cause was due to a lack of sleep, poor diet, and taking care of an infant. The customer consumed juice to stabilize bg level. Additionally, it was reported that although the pump was able to beep and vibrate, it was noted to otherwise be unresponsive and stopped all insulin delivery. Reportedly, the customer has insulin pens available as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.